Manufacturer narrative:
One intact double lumen silicone catheter was returned for evaluation. A visual examination of the catheter revealed a pinhole on the arterial lumen 1 cm from the base of the hub. The device was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that after placing the device and sending the pt to the dialysis unit, the floor rn noticed a pinhole on the catheter lumen.